Event description:
Treatment of a stroke. On (B)(6) 2013, the patient underwent mechanical thrombectomy. During the procedure, it was reported that the solitaire fr stent detached in the m1 segment of the mca (middle cerebral artery) as it was being pulled back after the third pass. The patient had bronchial pneumonia secondary to the major stroke and subsequently expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. The warnings in the IFU (instructions for use) states "do not use solitaire fr revascularization device for more than two flow restoration recoveries". (B)(4).